Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: when replacing the battery cap after replacing the battery, they turned the battery cap the wrong way and are now unable to remove the cap or to completely seat the cap. There is no adverse event related to this complaint. This complaint is being reported as the issue was not resolved with troubleshooting.

Manufacturer narrative:
The battery cap as not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.